Event description:
It was reported that the patient has been experiencing recurrent syncope. The caller was a medical student and was unsure if there was a problem with the patient's device. Follow up information was not available and the current device status is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.